Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the lead passed electrical testing and the laboratory test showed that the helix mechanism failed to operate due to dried blood.

Event description:
Boston scientific received information that right ventricular (rv) lead had high pacing thresholds. Rv lead was repositioned but helix could not be retracted. Additional information from the field representative indicated that the reason for high pacing thresholds were unknown but the position of the right ventricular (rv) lead from the fluoroscopy showed that the lead had likely pulled back. The physician attempted to reposition the lead but the helix would not retract properly. The rv lead was explanted and is no longer in service. No additional adverse patient effects were reported.